Manufacturer narrative:
Device evaluation: the report of pump thrombus was confirmed based on the evaluation of the returned pump; however, specific causes for the reported diverticulitis and infection as well as a correlation to the evaluation findings of the returned pump could not be conclusively determined. Upon disassembly, examination of the rotor revealed a small thrombus ring surrounding the inlet bearing ball and a large thrombus between two of the rotor blades. The thrombus on the inlet bearing ball presented an area of denaturation and appeared to be in the early stages of laminated layering, indicating that it developed over an undetermined amount of time while the pump was operating. The thrombus on the rotor body also revealed an area of denaturation, indicating that it was present in the pump while it was operating; however, the structure of the thrombus suggests that it did not originate on the rotor and developed in another location. The denatured portion of the thrombus showed a similar structure to the inlet bearing thrombus, indicating that it potentially originated in that location. In addition, examination of the proximal-side of the outlet stator revealed a thrombus formation surrounding the bearing ball and lodged between the stator blades. The deposition lacked laminated layering, which suggests that it did not develop in this location. Although its origins and a duration of time for which it was present in the pump could not be conclusively determined, the areas of denaturation present on the deposition as well as the contact marks present on the outlet bearing cup indicate that it was present during support. Although a root cause for the observed thrombus formations could not be conclusively determined through this evaluation, they were partially obstructing the blood flow path and would have contributed to the reported hemolysis. Upon removal of the observed thrombus formations the pump was cleaned. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies that would have contributed to a functional issue. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions using a mock circulatory loop revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. Thrombosis, hemolysis, and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014, the patient presented to the emergency room with fatigue, anorexia and diarrhea. A CT scan revealed evidence of sigmoid diverticulitis with possible perforation and abscess formation. On (B)(6) 2014, a drain was placed in the left upper quadrant of the patient¿s abdomen for the abscess. On (B)(6) 2015, the patient was discharged to home with a 14 day augmentin course. On (B)(6) 2015, the patient was readmitted to the emergency room due to frequent falls while at home. The patient's international normalized ratio (inr) was 10 upon admission. A repeat CT scan showed a perforated sigmoid diverticulitis. There were no pump alarms or issues reported. On (B)(6) 2015, a sigmoid colectomy was performed. An exploratory laparotomy revealed multiple pelvic and perirectal abscesses with gross spillage of stool and pus into the cavities. From (B)(6) 2015, the patient¿s plasma free hemoglobin level increased from 15 to 431g/dl, and his lactate dehydrogenase level increased from baseline to the 6000 to 7000u/l range. On (B)(6) 2015, an echocardiogram revealed that there was no lvad function and no unloading of the left ventricle. The aortic valve was opening with every beat at pump speeds over 10000rpm. On (B)(6) 2015, the patient¿s pump was exchanged, and a large clot was noted in the pump housing, just inside of the inlet stator. On (B)(6) 2015, the patient¿s vital signs were stable. On 02/12/2015, the surgeon reported that the patient¿s pump had clotted off again. The patient¿s vital signs were unstable. An echocardiogram showed that there was no unloading of the left ventricle and the aortic valve was opening with every beat at speeds above 10000rpm. Reportedly there were no device alarms. The patient¿s pump was exchanged and the inflow conduit and outflow graft were left implanted. Post-operatively, the patient's vital signs stabilized. Echocardiography showed a septal shift when the pump speed was increased. The central venous pressure increased to above 20mmhg and the surgeon was concerned about right sided heart failure. On (B)(6) 2015, the patient went into cardiac arrest and resuscitation efforts were not successful. The reported cause of death was heart failure. This medwatch report represents device #1 of 3.

Manufacturer narrative:
This medwatch report represents device #1 (implanted 4/18/2013) that was exchanged. Device #2 is reported under MFR# 2916596-2015-00464 and device #3 is reported under MFR# 2916596-2015-00465. Approximate age of device ¿ 1 year and 8 months. The pump was returned to the manufacturer for evaluation, but the evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.